Event description:
It was reported that during a catheter placement procedure, the device not able to lock this pigtail because the string just snap and unravel. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported break issue from the photo review. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed. Instructions for use indicates: lock the catheter loop. Pull the string to secure the catheter loop. Wrap the string three or four times around the indent in the catheter hub. A knot may be tied in the string to reduce the potential for slippage. Push the rubber seal over the indent until it snaps into place. Cut excess string with scissors. H10: d4 (expiry date: 07/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway (expiry date: 07/2023).

Event description:
It was reported that during a catheter placement procedure, the device not able to lock this pigtail because the string just snap and unravel. The procedure was completed using another device. There was no reported patient injury.